Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A business manager reported that after implantation of intraocular lens (iol), the patient had monocular diplopia. The lens was explanted in a secondary procedure and replaced with a monofocal lens. No further information expected as reporter unwilling to provide additional information.